Event description:
It was reported that before surgery when calibrating the handpiece, encountered a homing failure. Opened up the clam shell and saw that the snap lock had come unscrewed and was completely unattached to the rest of the mechanism. Used back-up device and no injuries were involved.

Manufacturer narrative:
The reported navio handpiece, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event would be if the handpiece snap lock was damaged, prevented the drill from being locked in. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.